Event description:
Reporter indicated a system diagnostics test at the office visit resulted in a high lead impedance reading indicating a possible device malfunction. Patient underwent vns therapy system replacement. No serious injury was reported.

Manufacturer narrative:
Ap and lateral x-ray views of neck and chest evaluated by manufacturer. The lead connector pin appeared to be not fully inserted past the generator connector block. A device malfunction is suspected but did not cause or contribute to a death or serious injury.